Manufacturer narrative:
The button error alarm and no button response were due to corroded keypad traces. The pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The button error alarm and no button response were due to corroded keypad traces. The pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.